Event description:
Patient states the pump has been giving random error messages for a few weeks and the pump randomly changes screens and the display appears to dissolve. This required no physician or hosp intervention. Insulin injections were administered at home.